Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a loading error with a cartridge that cracked when inserting into the eye during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the customer indicated the use of a 30.0 diopter lens and viscoelastic. Without the cartridge model it cannot be determined if this is a qualified combination. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).